Manufacturer narrative:
B2: date of death unknown. B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient expired in 2024 at home. When the pump and cassette were investigated on the day of the patient¿s passing, it was found that the pump indicated 98ml had been given which contradicted the approximately half-full bladder in the cassette. Air bubbles were also observed in the cassette bladder. There were no alerts reported in the two days preceding. The cause of death was not provided. The device delivered a continuous infusion of intravenous (IV) remodulin. Set flow rate and volume delivered were unknown. Medical evaluation determined the cumulative evidence of the incident does not conclusively implicate or exclude the infusion pump as the cause of the patient event. If additional information becomes available, the medical assessment will be further revised.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.